Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control, no false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined due to insufficiency information provided by customer and without patient specimen in-house analysis. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Received email from distributor alleging customer reported receiving a false negative urine hcg. Serum beta quant was 71 miu/ml. The customer reported a patient came in on (B)(6) 2016, for ob care. The patient's primary care physician did a urine pregnancy test and the results came out positive. Serum quantitative for b-hcg test was done and came back positive at 90 miu/ml. The customer stated they did a urine test using icon 25 hcg pregnancy test and received a negative result. The customer repeated the test 2 times and still the results were negative (-). Control line was very good. Her serum was quantitated for b-hcg and received a result of 71miu/ml. No reported adverse patient sequela.